Event description:
A report was received that the pt's ipg was becoming exposed through her skin. The pt was initially placed on antibiotics as a preventative measure. The pt underwent a pocket revision, during which the physician relocated the pocket and replaced the ipg to avoid bacteria entering the pocket site.